Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an incomplete carelink report downloading. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through the review of the uploads and snapshots history. The investigation consisted mainly in the review of the uploads and snapshots history in order to identify any anomality or gap in the upload sequence. Also, we generated a logbook report in order to check it out. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. After conducting a thorough investigation, we found that there was period of upload inactivity was identified between (B)(6) 2024 and (B)(6) 2025 but we have no evidence this gap was produced by cl uploader, technically carelink uploader supports up-to 90-days of data. (Record of uploads attached). If the patient tried the upload on (B)(6) 2025 only 3 months backward of data will be uploaded. The issue reported cannot be confirmed since a logbook report was generated where february and march data is displayed correctly. (Report attached). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please, provide us from the customer the report where only 7 days of data is displayed. We are proceeding to complete the investigation as we have not received any response. If the reported issue persists, we kindly request to the customer to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.